Event description:
It was reported that the caller experienced air bubbles in the tubing. There was no adverse impact to the customer's blood glucose level. The caller, who is legally blind, was unsure if the issue persisted after priming but was able to resume insulin therapy.